Manufacturer narrative:
Sc-8336-50 (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Model: sc-1232 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had high impedances. The patient underwent a revision procedure where the scs paddle lead and implantable pulse generator (ipg) were replaced. It was noted that the old ipg was replaced as it created impedances on the new paddle lead. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 756787.

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had high impedances. The patient underwent a revision procedure where the scs paddle lead and implantable pulse generator (ipg) were replaced. It was noted that the old ipg was replaced as it created impedances on the new paddle lead. The patient was doing well postoperatively.